Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was returned on (B)(6) 2011 and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a supplemental report will be filed.

Event description:
Medtronic rec'd information that this bioprosthetic valve, implanted for 18 months, was explanted due to a pseudoaneurysm in the valve, as well as in between the valve and the artificial blood vessel. There were no adverse pt effects reported.